Manufacturer narrative:
One 012046 left curved duckling punch basket device returned. The complaint stated: ¿it was reported that the hinge broke with normal use. No patient injury¿. The device is one year old. It has been broken. The device was returned without the top cutting jaw piece. The outer shaft has a slight bow. The push rod/actuator is riding up and out of the channel at the distal tip.

Event description:
It was reported that the hinge broke with normal use. No patient injury was reported.